Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: (B)(6) ubd: , UDI#: ; product ID: 9735737, software version: 2.1.0 d6: product 9736411 was received on 2023-02-14. Product: 9735737 was received on 2024-01-04. H6: multiple fdd/annex a codes were coded for this event. A1102 was coded for error code 64. A110208 was coded for the system restarting automatically. Multiple annex g codes were coded for this event. G02007 was coded for ssd 9736411r 2.5in s8 2.0.x duped rfb. G02008 was coded for sw kit 9735737 s8 2.1 cran EU-e. H3, h6: the system was serviced in the field and the ssd was replaced. B01, c13, and d02 are applicable. Product ID: 9736411, serial/lot #: (B)(6) was received by the manufacturer for analysis. Ssd was booted up and logged into 5 times without issues. Found an application that was previously installed, and it functioned normally without failure. S.m.a.r.t data <(>&<)> self-test reported no errors on the drive. Drive functioned normally without failure. B01, c19, and d14 are applicable. Product ID: 9735737, software version: 2.1.0 was received by the manufacturer for analysis and confirmed the reported complaint. B01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system displayed error code 64 twice in a row. The first instance was resolved by the system restarting automatically. Site reported during the second instance, the system repeatedly booted to error code 64. This was resolved by a hard reboot. There was no impact no patient outcome. (B)(6) 2023: additional information was received. It was reported that there was a delay of 10-15 minutes.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system displayed error code 64 twice in a row. The first instance was resolved by the system restarting automatically. Site reported during the second instance, the system repeatedly booted to error code 64. This was resolved by a hard reboot. There was no impact no patient outcome it was reported that there was a delay of 10-15 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.